Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-sep-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had hardware failure. A field service engineer found that universal serial bus power management was enabled and that it was possibly causing the fingerprint reader to be unresponsive and trigger the password prompt. The fse disabled the power management setting and rebooted the station, then followed up on the fingerprint reader issue. No failures occurred after updating the power management settings, and the user was able to successfully log in to the station using the fingerprint reader. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es biometric identification required witness after user tried to log into the station. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.